Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the date and time were inaccurate, cause was unknown. In addition, it was reported that the pump battery depletes faster than expected. Customer's blood glucose level was over 400 mg/dl. Customer continued using the pump, but also had manual injections available.